Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was returned to olympus for evaluation. A borescope was used to inspect the biopsy channel and suction channel of the scope. There were dark stains, debris, and scratches found on the interior wall of the biopsy channel; however, no foreign material was found. There were dark debris and dried water stains noted inside the suction channel. In addition, foreign materials were found on the groove (z-block) near the elevator forceps recess. Minor scratches and dents were also found on the distal end cover. The bending section cover glue was found discolored. The scope was serviced and returned to the user facility. Based on the evaluation findings, the cause of the reported event is likely attributed to improper maintenance of the scope.

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still pending. As part of our investigation, an olympus endoscopy support specialist (ess) visited to the user facility on june 12, 2017 to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess found several reprocessing deviations. The facility was performing the pre-cleaning steps out of order. There was no suctioning of air performed. All manual cleaning steps were performed but also performed out of order as recommended in the reprocessing manual. In addition, there was no air flush or drying of external surfaces performed on the scope. There was also no suction machine in the reprocessing room. The ess addressed all reprocessing deviations and provided a reprocessing training to the user facility staff. A reprocessing poster and link to a reprocessing video was also provided to the facilities endoscopy department manager. The cause of the reported event could not be conclusively determined at this time; however, improper maintenance of the scope could not be ruled out as a contributory factor to the reported positive culture. The reprocessing manual provides several warning and cautions statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) including the forceps elevator recess prior to storage, will lead to an infection control risk.¿

Event description:
Olympus was informed that the scope¿s culture was positive for neissena and streptococcus. No patient infections reported. It was further reported that the facility performs pre-cleaning immediately after each procedure. The scope channels are being brushed during manual cleaning using a non olympus single use brush. The scope is leak tested using a non olympus leak tester. In addition, the facility utilizes a non olympus automated endoscope reprocessor (aer) machine. No problems noted with the aer. The aer receives preventative maintenance (pm) at every quarter. The scope is hung in a closet. The last olympus endoscopy support specialist (ess) reprocessing in-service was approximately six months ago. No change in the reprocessing staff since the last ess in-service.